Event description:
An optometrist reported a case of foreign body under flap, observed on a patients' left eye at one day post lasik treatment. Reporter indicated a flap lift procedure and the foreign body was removed. Patient noted vision was good and no discomfort. Upon additional follow up, the reporter indicated that the issue had been resolved by removal of the foreign body. Attempt was made to identify the foreign body. No further information was obtained.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).